Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 3 of 5. Fluid was subsequently discovered in the pump module area and on the external portion of the cassette. Fluid leaked from an unknown area of the cassette. Air bubbles were found in the unused lines. The film on the back of the cassette was not loose. The patient was not connected during the incident. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event of fluid discovered in the pump module area and on the cassette. The pdrn confirmed the fluid was discovered during treatment complete step 9 after the patient had cancelled the treatment. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 3 of 5. Fluid was subsequently discovered in the pump module area and on the external portion of the cassette. Fluid leaked from an unknown area of the cassette. Air bubbles were found in the unused lines. The film on the back of the cassette was not loose. The patient was not connected during the incident. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event of fluid discovered in the pump module area and on the cassette. The pdrn confirmed the fluid was discovered during treatment complete step 9 after the patient had cancelled the treatment. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.